Event description:
A home health nurse indicated that a patient who had received v.a.c. Therapy in 2007 had to have surgery and a "piece of something was removed". The pathology report showed "pinkish tan rubbery tissue ranging from 1cm to 5cm that is fibrous and connective tissue with large areas of acute inflammation, necrosis and foreign body granulomas". Kci was unable to verify that what was removed was v.a.c. Foam. Multiple attempts were made by kci to obtain details of this incident. When the home health agency was contacted they indicated that they had no details regarding this incident. The home health agency referred kci to the wound care center or the physician. When the wound care center was contacted they had no details of this incident. When the physician was contacted he would not release any information.

Manufacturer narrative:
V.a.c. Labeling states under "warnings": "always count the total number of pieces of foam used in the wound and document that number on the drape and in the patient's chart". It also states: "always count the total number of pieces of foam removed from the wound and ensure the same number of foam pieces was removed as placed. Foam left in the wound for greater than the recommended time period may foster ingrowth of tissue into the foam, create difficulty in removing the foam from the wound, or lead to infection or other adverse events".